Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately calcified posterior tibial (pt) lesion. The 2.0x60mm armada 14 balloon dilatation catheter (bdc) was advanced to the proximal portion of the pt lesion and inflated however the balloon ruptured during the first inflation at 12 atmospheres. The bdc was removed without issue. A 1.50x80mm armada 14 bdc was then advanced over a viper wire to the distal pt. The guide wire was removed to perform angio, however contrast was unable to flush through the bdc and the guide wire was unable to advance through the guide wire lumen of the bdc again. Wire access was lost and the entire system had to be removed from the patient. The procedure was completed using two additional armada 14 catheters. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.